Event description:
It was reported to fresenius on 21/aug/2024 that this peritoneal dialysis (pd) patient had peritonitis on (B)(6) 2024. There were no reported allegations that the events were related to any issues with fresenius products. The patient¿s pd nurse reported that the patient¿s developed abdominal pain on 6/aug/2024. On 7/aug/2024 the patient was seen in the outpatient pd clinic, but the patient was not able to drain any pd effluent from the pd catheter (not a fresenius product). As a result, the patient went home and performed pd treatment (the same day) and then brought a sample of pd effluent back to the clinic on 8/aug/2024 for culture. The nurse stated the pd culture was positive for the bacteria staphylococcus epidermis. The patient was initiated on intra-peritoneal (ip) antibiotic therapy on an outpatient basis with vancomycin 2 grams every 4 days and cefepime 1 gram daily. The nurse stated that the patient continued pd with the same cycler without any issues. Subsequently, on 12/aug/2024, the patient had a repeat pd culture performed which had persistent growth of staphylococcus epidermis despite being on antibiotic therapy. The nurse indicated the patient is now pending removal of the pd catheter (not a fresenius product) and will be transitioned to hemodialysis until a new catheter can be placed. It was stated that the patient requests to have the catheter removed after labor day. Currently, the patient continues pd with the same cycler without any issues and remains stable without further adverse event, according to the pd nurse. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. It was stated that the peritonitis is due to touch contamination during the pd exchange and bacteria seeding of the pd catheter (not a fresenius product).